Event description:
As reported, the saber 8mm 4cm balloon burst at 8 atm in a heavily calcified superficial femoral artery (sfa) lesion. The case was completed after the physician placed a smart stent. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the IFU and was done normally. The balloon was able to maintain negative pressure. There was no resistance/friction encountered while inserting through the rotating hemostatic valve or while advancing through the guide catheter. There was no difficulty encountered while advancing through the vessel. There was no difficulty crossing the lesion. The vessel did not have any tortuosity. The lesion had a 60% stenosis. The device was not being used to treat a chronic total occlusion (cto). The catheter was never in an acute bend and was never kinked during use. The contrast/saline ratio was 1:1. The inflation device used was used successfully with other devices. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10 compliant conclusion: as reported, the saber 8mm x 4cm balloon burst at eight atm in a heavily calcified superficial femoral artery (sfa) lesion. The case was completed after the physician placed a smart stent. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the IFU and was done normally. The balloon was able to maintain negative pressure. There was no resistance/friction encountered while inserting through the rotating hemostatic valve or while advancing through the guide catheter. There was no difficulty encountered while advancing through the vessel. There was no difficulty crossing the lesion. The vessel did not have any tortuosity. The lesion had a 60% stenosis. The device was not being used to treat a chronic total occlusion (cto). The catheter was never in an acute bend and was never kinked during use. The contrast/saline ratio was 1:1. The inflation device used was used successfully with other devices. The device was returned for evaluation. A non-sterile saber 8mm x 4cm was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that no damages or anomalies were observed during the unaided eye visual inspection. The balloon was received not inflated. Functional testing was performed, one inflator/deflator device was attached to the inflation port. Balloon inflation was done applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. During this test it was observed that full inflation was not possible due to a leak located in the proximal portion of the balloon. Sem results showed that the balloon of the saber presented evidence of a ruptured condition and scratch marks, near the ruptured area. These types of damages are commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon probably led to the damaged condition found on the received device. It seems the material near the damage was ruptured with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82246576 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was confirmed via device analysis as a leakage was noted on the proximal section of the balloon surface due to a rupture. However, the exact cause cannot be determined. The outer surface of the balloon presented evidence of scratch marks adjacent to the rupture. Based on the information available for review, the balloon material appears to have been punctured either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. Therefore, it is likely vessel characteristics, of heavy calcification and stenosis, along with procedural factors contributed to the event reported. According to the warnings in the safety information in the instructions for use ¿the balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.